Event description:
Info received indicates a nurse injured her back due to the failure of the trend cylinders. Info regarding the type and extent of the injury could not be obtained.

Manufacturer narrative:
The tech replaced the trend cylinders to repair the bed.